Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50x28mm promus premier¿ stent delivery system was selected for use and advanced but failed to cross the lesion. Upon removal of the device, the stent came off the balloon.